Event description:
It was reported that during use with an unspecified amount of bd plastipak luer-lok syringe 10ml (mexico) there was leakage past the stopper. The following information was provided by the initial reporter, translated from spanish to english: the syringe presents leakage through the plunger's sides till the barrel. We've been facing leak issues, specifically from plunger. At this time, it's known that there were several, however, the risk of contamination during drug preparation is high so it's required to change the batch. The impact for the user is the contact with high risk medications like chemotherapy drugs, and the impact to patients is a dose lower than required. The physical samples are available, but are contaminated with fluids, but none of them is a high risk fluid.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: three 10 ml syringes samples, photos, and video received by our quality team for investigation. Through visual inspection o the photos, leakage past stopper is observed. Upon further evaluation of the samples, deformation on the barrel is observed, which likely caused the leakage. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with material buildup in molding process. Manufacturing personnel have been notified of this incident to increase awareness. Additionally, alarm will be implemented in the machinery.

Event description:
No additional information received.